Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was charging slower than expected. Blood glucose was not impacted. Reportedly, the pump began charging successfully after leaving the pump plugged into a power source. Customer continued using the pump for insulin therapy.